Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted monarc subfascial hammock on or about (B)(6) 2010, with the intention of treating her pelvic organ prolapse and/or urinary incontinence. It was alleged the plaintiff suffered serious bodily injuries, significant mental and physical pain and suffering. It was also alleged the plaintiff experienced, dyspareunia, vaginal scarring/shrinkage, and urinary problems.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.